Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the deflectable videoscope displayed b30 error (scope communication error). The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d8, d10. The device was returned to olympus for inspection and the reported failure of b30 scope communication error was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 error code. A definitive root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes electrical problems due to open or short circuit or signal loss. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.